Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead implant procedure, physician realized that the stylet used to insert the lead was the wrong stylet and therefore the styled was changed out. Then when the physician inserted the new stylet into the lead it was stuck and difficult to insert. Lead was removed and a new lead was implanted. Patient was stable.

Manufacturer narrative:
The reported event of stylet insertion failure was not confirmed. A stylet insertion test was performed and the stylet was able to be inserted all the way through the lead with no restrictions noted. Analysis was normal and no anomalies were found.